Event description:
It was reported that a customer was unable to prime a one-link IV connector set with an unspecified drug. The syringe was added to the set to flush the line and no flow was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection revealed gland re-knit. Simulated use testing was performed by priming the set; the set was found to flow normally. The reported condition was verified. The cause of the reported condition was determined to be the gland re-knit. A CAPA has been opened to address this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.